Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through strykeractive on a mako total hip replacement post "...I had mine done a couple of years ago now I can barely walk at all, it's in worse shape than it was before surgery."